Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional test were performed. Visual analysis of the returned device revealed a hole on the pebax with internal parts exposed and reddish brown material (presumably blood) inside. The device was connected to the carto 3 system and it was recognized and visualized correctly. No magnetic sensor error or failures were observed. A manufacturing record evaluation was performed for the finished device 31761610l number, and no internal action related to the complaint were found during the review. The magnetic sensor error reported by the customer could not be replicated, however, the reddish material (presumably blood) on the pebax could be related to the reported event, therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use state: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal with a thermocool smarttouch sf catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the magnetic sensor issue/error was displayed. A second device was used to complete the operation. There was no adverse event reported on patient.